Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device screen is cracked. There was no reported patient involvement.

Manufacturer narrative:
It was originally reported to philips that the device screen is cracked. A philips field service engineer (fse) was dispatched to the customer site. The fse evaluated the device and confirmed that the issue was battery related, the monitor would not turn on. The reported problem of screen crack could not be confirmed.